Event description:
It was reported that "the neck screw was very rigid to put into the bone. They chose the right ccd but it was very heavy to get the neckscrew into the patient. The second problem was the distal static hole. The surgeons (2 cases) put the cannula into the aiming arm and the drill pass the hole dorsal. They look the distal static screw with a radiolucent attachment, to complete the operation. Between this two cases they had a long nail with the number: (B)(4) lot: 2525463. In this case they had no problem with the neck screw. Distal they locked the static screw with a radiolucent attachment." Surgery time was extended for 50 minutes.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).